Manufacturer narrative:
D10. Concomitants - product information: 1539059-120-65-30 - bone screw 6.5mm dia x 30mm long; 1582415-160-33-14 - nv splined ha rdd x/o sz 14; 1590426-180-01-58 - nv crown cup clstr hole 58mm group 3; 1592672-120-65-25 - bone screw 6.5mm dia x 25mm long; 1619836-142-36-93 - cocr fem head 36mm -3.5 offset 12/14. Pending investigation. There is no other information available.

Event description:
It was reported via legal documentation that the patient was implanted with a novation gxl device on the left hip and then approximately 7 years, 5 months later the patient was revised. There was no other patient/medical information provided. No x-rays or images were provided. There is no device return. There is no other information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d, g. The most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.